Manufacturer narrative:
Event and therapy dates are estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2020-01144. It was reported patient experienced ineffective coverage of pain relief from approximately nov of 2019 when patient was in a car accident. X-rays confirmed that the lead had migrated. To address the issue patient underwent surgical intervention where the lead and ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.